Event description:
At the very beginning of a routine hemodialysis treatment, the operator received a venous air alarm. Operator was unable to recover from the alarm and stopped the treatment to open the cycler door and check the tubing. The treatment could not be resumed after the door was opened. Manual rinseback was not performed as too much time elapsed and the circuit was clotted resulting in a 210cc blood loss. No medical intervention was required.